Manufacturer narrative:
The instrument was returned and analysis confirmed that the tip of the washer was broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the tip of the driver was lost in the wash.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. While placing a screw, the surgeon damaged the driver (torquing the drive tip off). The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.